Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead had high thresholds, high impedance, screw damage and dislodged. It was noted that the dislodgement caused a myocardium perforation which led to a pneumothorox. The rv was undersensed. The pneumothroax was drained and the lead was explanted and replaced. No further patient complications have been reported as a result of this event.